Event description:
In (B)(6) 2017, an 18 mm amplatzer cribriform occluder (aco) (sn unknown) was implanted. On (B)(6) 2018, the aco was noted have embolized. The device remains fused in the wall of the descending aorta with no obstruction or gradient. An attempt to snare the aso was considered a high risk procedure as there were concerns of tearing the aorta. As the device is fused in the aorta, the risk of further embolization is nil per the md. The defect was surgically closed and the patient is reported to be stable. The patient will be on anticoagulant therapy for at least 6 months to 12 months. Patient weight and patient identifier was not made available.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In (B)(6) 2017, an 18mm amplatzer cribriform occluder (aco) (sn unknown) was implanted. On (B)(6) 2018, the aco was noted have embolized. The device remains in the descending aorta due to the fact that it is a high risk surgery. The defect was surgically closed and the patient is reported to be stable. Patient weight and patient identifier was not made available.